Event description:
On [redacted], the pediatric patient had the elbow positioner/immobilizer in place on the patient's left arm in order to provide protection for the intravenous PICC [peripherally inserted central catheter] line and dressing. While repositioning the patient, the nurse noted that the metal rod had dislodged from the cloth covering and was digging into the patient's underarm causing a puncture wound. (There was also an earlier report of the same product also dislodging from the cloth covering but no injury was noted with that first one - that product was also discarded). The patient's left axilla injury site assessed by the pediatric surgery nurse practitioner, cleansed with normal saline and packed with a wick dressing and mepilex applied. Daily wound care provided.